Event description:
Device malfunction: filter dislodged from retrieval catheter. Time of malfunction: during removal of filter. Symptoms/ae: none. It was reported that during a procedure in the common carotid artery, during the emboshield nav6 filter removal, the filter was partially retracted into the retrieval catheter and removed from the anatomy. The guide wire was then removed. However, after the removal of the guide wire, the filter was observed to be dislodged from the retrieval catheter and remained on the guide wire. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.